Event description:
It was reported that the defibrillator showed oversensing and noise on the stored electrogram. The device noise discriminator did not withhold detection. The detection was reprogrammed and the device remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed oversensing, with 5 - lfp high rate-ns <= 217 ms average v-cycle on (B)(6) 2012 in the timeframe between 14:11:15 and 16:32:38 and 1 - ventricular nst=190 ms on (B)(6) 2012 at 16:33:04. In addition, the lead integrity alert triggered, with 1 - patient alert for lead failure predictor on (B)(6) 2012 14:16:51.